Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedances and high threshold measurements on the right ventricular (rv) lead. There was no evidence of noise and all other lead measurements were within normal limits. No adverse patient effects were reported. The physician elected to monitor the patient. As of today the device and lead remains in service.